Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned determined for analysis. Based information on the received, the cause of the reported incident could not be conclusively.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the system was explanted.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is having intermittent connection issues. As a result, the patient may undergo surgical intervention at a later date.